Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited rising thresholds and loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.